Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys tsh assay on a cobas e411 immunoassay analyzer (disk system). Initial result: 6.3 miu/l. Repeat result: 3.0 miu/l.. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The tsh reagent lot number and expiration date were not provided. The customer stated that they received 31-02-02 alarm; abnormal current of measuring cell was detected during pre-operation cycle (resume cycle) during operation. The field service engineer replaced the procell and the clean cell and performed measuring cell preparation cycles. He then checked the instrument and it was performing within specifications. The investigation is ongoing.

Manufacturer narrative:
The service actions (replacing the procell/cleancell solution and performing preparation cycles) resolved the issue and the customer confirmed that the issue did not recur afterward. The investigation did not identify a product problem. The root cause was due to a user maintenance issue.